Manufacturer narrative:
This report is submitted on april 12, 2022.

Event description:
Per the clinic, the patient experienced a wound infection at the incision site and subsequently was treated with oral and IV antibiotics (specific date and duration not reported), however, the issue did not resolve. The device was explanted on (B)(6) 2022 and the patient was reimplanted with another cochlear device during the same surgery.